Manufacturer narrative:
Product implicated is a 3.5 fr umbilical catheter. Returned for eval is the catheter only. The catheter is in two pieces; the proximal section (including hub) measures 44.0cm and the distal section measures 6.5cm. Lot history review was not possible since no lot number was indicated. The catheter separated 6.5cm from the distal tip of the catheter. The ends appear to mate. Under 90x magnification, the break surfaces appear partially shiny with striations extending across both surfaces. A portion of the break surface is granula rand dull. Just proximal to the break site, the tubing has been sliced and/or punctured on opposite sides of the tubing. Tactile inspection indicates the tubing is severely elongated proximal to the breaksite. These signs indicate the catheter was damaged by a sharp object and subsequently pulled apart when tension was applied to the catheter. This complaint is confirmed as the catheter did separate and should be recorded as user related due damage by a sharp instrument.